Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. An act artic e1 hip brg 28x38mm, part # ep-200144 from lot 274690, was returned and evaluated against the complaint. Visual inspection found arch shaped indentations over the outer radius near the apex. Gouges were also found on the outer radius near the rim that appear to be made by a removal tool. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00877502802 bioloxâ® delta, ceramic femoral head, lot #2971426; item #110010242 g7 osseoti 3 hole shell, lot #6398821; item #unknown, unknown stem, lot #unknown; item #unknown, unknown g7 instruments, lot #unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03471.

Event description:
It was reported that a patient had a right total hip arthroplasty. Subsequently, approximately five months post op, the patient was revised due to dislocation. It was also reported that the patient had dislocated three times before the revision surgery and relocation was performed each time. During the revision procedure, it was noted that the biolox head had disassociated from the liner and the liner was lodged posteriorly outside of the cup. The head, liner and cup were removed and replaced. Additional information was requested however, none was available.